Manufacturer narrative:
(B)(4). The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed scratches and marring on the surface of the device. The device was manufactured in 2013. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our quality department noted all critical interlocking features were checked, the profile of the splines at gage point was found to be out of tolerance potentially due to damage/deformation of the device. The damage was potentially due to attempted implantation. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a left hip replacement surgery was extended by more than thirty minutes after the liner would not lock. The liner was replaced and the surgery was completed without further incident.